Event description:
It was reported that a pump shuts off without user input. There was no reported pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "shuts off by itself". Evaluation found that when the unit was connected to ac power, the pump functioned as expected. When disconnected from ac power with a battery installed, the pump would shut down due to two of two negative battery pins being stuck and fully depressed. The rear case was replaced.